Event description:
It was reported that the status indicator showed do not use. New batteries were tried and the device still had the issue. During service, we found that the device had a defib comm error in the log, which is a reportable malfunction.

Manufacturer narrative:
Debris inside socket and adhesive on pins of ic chip. The device is an automatic external defibrillator and the actual device involved was returned for evaluation. Evaluation of the device confirmed the reported malfunction of the status indicator showing do not use; the device has a defib comm. Error. This type of error message is an indication that the device is unable to synchronize data communication within the device in a prescribed timeframe, and the device is unable to deliver therapy. Investigation determined that the cause of the malfunction was due to an intermittent connection between an ic (integrated circuit ) and its socket on a printed circuit card assembly. Service also found debris inside of the socket and adhesive on the pins of the ic. After repair and routine updates and maintenance, the device subsequently passed all acceptance testing and was returned to the customer.